Event description:
It was reported upon receipt from sterile processing the metal tip of the depth gauge was broken off. This is report 1 of 2 for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection revealed the needle was broken off flush with the end of the slider and was not returned for evaluation. The device was checked for smooth feel and passed. No other measurements could be performed without the needle. This complaint is indeterminate.